Event description:
One sensor stopped working three days after he put it on and had the message sensor error. It did not come loose and was not due to pt user error. Another sensor lasted about 10 days and stopped working. One sensor gave a faulty reading - read 350 and 20-30 minutes later dropped to 60. He knows his blood glucose was low at this time because he was having low blood sugar symptoms. It could not have been anywhere near 350. The pt said he has been using freestyle libre products since they first came out and hasn't been having issue with the sensors until he started using the freestyle libre 3 plus product. Pt code: 4582. Device codes: 1559, 1535, 2949. Ref: mw5184743, mw5184745.